Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3998, lot # l58784, implanted: (B)(6) 2000, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was reported that in 2007, the patient was having trouble with the right side of their stimulator shorting out. When they would turn on the left side they would get a shock on the right side even when the right side was shut off.